Event description:
It was reported that this implantable lead was part of the system revision due to implant protrusion and possible infection. Reportedly, there were soreness, itchiness, nor hotness felt by the patient. No adverse patient effects were reported. The implantable lead was explanted.